Manufacturer narrative:
The autopulse lithium ion battery (sn: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse li-ion battery sn (B)(4). Visual inspection was performed and no physical damage was observed. The archive data revealed that the battery went into a power save mode on (B)(6) 2016 and was inserted into a multi-chemistry charger (mcc) for unknown reason. There were multiple battery insertion and removals from (B)(6) 2016 to the end of archive for a few seconds with no battery charging. The archive also indicated that the last time the battery was successfully charged was on (B)(6). The last time the battery was inserted into the platform was on (B)(6) 2016 and remained in the platform for 9.83 days until (B)(6) 2016. During functional testing the battery was inserted into a good known reference multi-chemistry charger (mcc) and the battery failed to be charged. The battery was also inserted into a good known reference autopulse platform and did not power on the platform. In summary, the customer reported complaint of the battery not powering on multiple autopulse platform was confirmed during functional testing. The archive data did not record errors; however, there were multiple battery insertions and removal with no battery charging and one power save mode were noted. This events are an indication of the battery having an issue. The root cause of the reported complaint could not be determined at this time. Battery manufacturing data is february 05, 2016.

Event description:
It was reported that the autopulse li-ion battery (sn: (B)(4)) status check illuminates green leds; however when the battery was installed into multiple autopulse platforms they were not powering on. No patient involvement was reported.